Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735999, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used pre-operatively of a tumor resection procedure. It was reported that the usb was inserted to read patient data, but it was not recognized. No matter in which part it was inserted, it could not be recognized. It was recognized when rebooting. This was presumed to be due to ssd malfunction. The active frame was installed for registration and there was no response even when the cable was connected to the main unit. It reacted when removing once and adding again with the instrument. Calculation after obtaining additional registration points was unusually slow. It was just about two months since the product was delivered, and the data should not be so heavy. There was a reported delay of less than one hour. No known impact on patient outcome was reported. Sometimes the system has to be rebooted if the usb ports did not mount properly to the system. No replacements would help ¿ you just need to do the reboot. It does not happen very often. It seems that this trouble is known for sometimes. The active frame was installed for registration and there was no response even when the cable was connected to the main unit. It reacted when removing once and adding again with the instrument. It noted that maybe the cable wasn't seated fully or potentially a pin on the active frame is going bad and the system didn't recognize it. It was noted that they would not replace any parts unless the issue could be replicated with multiple different instruments consistently. The active frame cable was not disconnected. The active frame tool card at instrument page was removed and added back. Then active frame then was recognized. It was not pin trouble. Calculation after obtaining additional registration points was unusually slow. It was just about two months since the product was delivered. Depending on the data that is added during registration, it can take longer. The recommendation is to do multiple small patterns and see what it does to the metric. The calculation was really slow. The doctor added different patterns 4 times. Theses patterns were not so long, but the calculation for each pattern took a long time. It took about 15 to 20 seconds to calculate. Normally it takes about 5 seconds. It was noted that for these issues it was likely not an issue with the ssd. Registration calculations load based on the size of the exam and how much tracing was completed. The issue with the active frame could be with the user work flow, we would want to make sure the instrument is added to the procedure before plugging in. The usb not mounting is a known issue in the software and can be resolved through a reboot.

Manufacturer narrative:
Software analysis completed and determined that there was no information regarding the cause of the reported issue. (B)(4). If information is provided in the future, a supplemental report will be issued.